Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (storage state). Insertion failures was observed. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. An extended visual investigation has been performed on the returned de-cased sensor and glue was observed covering the poise voltage test points. The glue does not compromise the functionality of the sensor. However, it does prevent a poise voltage test being performed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced dizziness, nausea, poor vision (blurred), and weakness, and was unable to self-treat. The customer had contact with a healthcare provider who administered unspecified drip and glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced dizziness, nausea, poor vision (blurred), and weakness, and was unable to self-treat. The customer had contact with a healthcare provider who administered unspecified drip and glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.